Manufacturer narrative:
Evaluation summary: the introducer was returned and analyzed. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead introducer wings had broken off too early with resulted in the physician needing scissors to complete the "peal-away" procedure. The introducer was removed. No patient complications have been reported as a result of this event.